Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damaged cable unit. The device evaluation also found a failed water tightness check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head produced no image to the monitor. The issue was found during preparation for a procedure. The procedure was completed as planned with a similiar device with no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.